Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1 gram, after every 3 days, route and duration were not reported) and ceftazidime injection (1 gram for 15 days, route and frequency were not reported) for peritonitis. At the time of this report, the patient has been discharged and has not recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information : upon further investigation, it was reported the cause of the peritonitis was associated with a drug product; therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.